Event description:
During use of the device for a cardiopulmonary bypass procedure (cbp), the user reported that there was a lose of power in the operating room (or). The hospital back up generator was activated in less than 5 seconds and power returned to the system. The user re-started the arterial pump within 10 seconds, and the pt was returned to cbp without further issues. The other roller pumps were re-started and the other monitoring and safety system monitors were calibrated and re-activated per normal use. All of the other pumps and monitors were returned to previous state within 30 seconds. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.